Event description:
It was reported that leak as found around the y connector. The event occurred before opening. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage. During leakage testing a leak was observed from the tubing and connector junction. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.